Manufacturer narrative:
Evaluation summary: preliminary analysis revealed no output and no telemetry. Upon further analysis, a high current drain condition was found. This was ultimately found to be due to excess current leakage in a battery filter capacitor.

Event description:
It was reported that during the patient's six month post-implant device check, there was no telemetry connectivity at all, and when a magnet was put over the device there was no pacing at all. The device was to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.